Event description:
It was observed during the device evaluation that the colonovideoscope exhibited error e237 (scope error). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, it is likely that damage to the charge-coupled device (ccd) unit resulted in the (e237) scope error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.